Event description:
It was reported that the physician¿s handheld device would freeze after attempting interrogation prior to showing interrogation results. Attempts for product return have been unsuccessful.